Manufacturer narrative:
H4: the lot was manufactured between august 23, 2023 ¿ august 24, 2023. H11: two devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported leak. Functional testing of the samples was performed, and a leak from the administration spike port bonding area was observed. The reported condition was verified. The cause of the reported condition could not be determined; however, the most likely cause of the leak was from incorrect bonding due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the middle port during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.